Event description:
It was reported the implanted pump freed up from the two suture loops in the anterior aspect of the wound causing skin irritation and bruising. The wound was protruding out of the patient's skin, causing intermittent bruising, inflammation, and chronic soreness to the area. The patient underwent surgical revision of the pump pocket. The drugs used in the pump were hydromorphone 5.0 mg/ml, bupivacaine 40 mg/ml, and clonidine 1200 mcg/ml, delivered at 4.2018 mg/day. The patient recovered without sequela.